Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. Failure code 814:04 in the event history confirms the defective ail pcb. The ail pcb was replaced and calibrated. Review of the complaint history reveals similar reports have been received for this product for the reported condition. This issue is being investigated.

Event description:
The facility reported an infusion pump with a failure code 814:04 condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.